Event description:
Leaked during use of laryngel mask, the connection part of the bite block was off. Patient conditioin was not affected.

Manufacturer narrative:
By analyzing the returned samples, it was verified that the product breaking were caused by insufficient adherence between the tube and connector shell, either amount of glue was incorrect or the glue was not cured sufficiently, making the device separate during mechanical stress encountered during procedure. A product improvement was initiated in january 2015 to increase the adhesive strength between the patient tube and connector shell. The affected product has been produced in 2014 which was before design change (dcr-001027) implementation. Risk assessment: in the present case the product separated during procedure. Patients are closely monitored during anesthesia, and any leak will be detected immediately enabling personnel to take actions to reduce risk. The patient will therefore not be at risk of serious injury or death. The reported problem is included in the risk analysis and the hazard situation to occur as a result of the reported problem is evaluated to be broadly acceptable.

Event description:
A leakage was discovered during patient use of the laryngeal mask. After removing the mask and checking the product, it was discovered that the laryngeal mask had come apart at the bite block. The condition of the patient was not affected by the event.